Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 38mg/dl. Customer¿s blood glucose value at time of incident was 396mg/dl. Customer tried to correct with the pump. The customer was put on intravenous. Customer was unable to perform high pressure test. The reservoir will not be returned for analysis.